Manufacturer narrative:
Per field service representative (fsr), the power manager board would not switch to battery and the network interface card (nic) board was malfunctioning. The unit would not hold a charge and was losing 24 volts.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the unit was not working. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per log analysis, on (B)(6) 2018 after the system was powered on for days, logging stops as though power was lost which had a full capacity of (15/16). The system was powered up again on (B)(6) 2018 which had an empty capacity (0/16). The power manager was reporting a ps1 failure which will disable charging. The system was power cycled twice and ps1 was no longer reported as failed. The power manager indicated that the batteries were not being charged even though capacity was still empty (0/16). The system was power cycled again but conditions remain the same. After about two hours the capacity was set to full (15/16). The system was left powered on alternating current (ac) until (B)(6) 2018 when the user chose to perform the battery test. The system immediately looses power and was powered up again. On (B)(6) the power manager was replaced. Battery backup is now functional, ac power was restored but the log exported before charging starts. It appears the original power manager had some hardware issue(s) and was replaced. During laboratory analysis, the product surveillance technician (pst) observed that two open resistors (r159 and r122) on the power manager board were the cause of the reported complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) replaced the power manager and the networks interface card (nic) boards. The unit operated to the manufacturer's specifications. The suspect parts were returned to the manufacturer for further evaluation.